Event description:
It was reported the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible battery. The patient was doing well post-operatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.